Event description:
During an operative procedure, the surgeon was using a bovie with a megadyne tip (lot #1866598). It was functioning perfectly then all of the sudden a burn on the pt was noted by the operating room tech and upon further inspection of the megadyne tip, the insulation had a hole with charring around the hole. All megadyne tips with similar lot numbers were pulled and examined. One tip was found to have cracks in the insulation. FDA safety report ID# (B)(4).